Event description:
It was reported that implant was removed due to nerve injury. Loss integration.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown/not provided. E1: phone number (B)(6).

Manufacturer narrative:
Zimvie received one (1) ct3113, (eztetic dental implant, 3.1mm diameter, 2.9mmd platform, 13mm length) for evaluation. Visual evaluation of the as returned device identified the implant with signs of use. No apparent damage / malfunction was identified with the implant that would cause or contribute to the reported events. Measurements match drawing. (B)(4) due: (B)(6) 2024. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 1230312. No deviations or non-conformances, which could have caused or contributed to the reported events, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1230312 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿loss of integration¿ & "medical other" the customer did submit one (1) image for the reported events. (See attachments tab at ce level) IFU review: documents reviewed: instructions for use ¿ implants, abutments and restorative components for 3.1mmd eztetic¿ implant - 9228 rev.1 ¿ 11/19.information identified: "warnings". Based on the investigation and risk management file review as per rmf rm-00541-haz rev. 4, the most likely root causes determined from the investigation are inadequate treatment planning, or patient factors - customer error. Therefore, based on the available information, a device malfunction did not occur. The reported events were non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information available at the time of this report.